Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump was received with normal operating currents. Insulin pump passed the self-test, unexpected restart error test, and off no power test. No unexpected failed battery test noted. Insulin pump was received with broken battery cap, minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was broken. Customer's blood glucose level ranged from 300 mg/dl to 400 mg/dl. The customer declined troubleshooting for her high blood glucose level. The insulin pump alarmed failed battery test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.